Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the stent was advanced over a wire guide (boston scientific / endoselector) while being straightened, the user found a kink in the pigtail part of the stent. According to the physician, it is unclear whether it was kinked from the beginning or whether it was kinked when it was straightened. (B)(4). The procedure was completed by using another product (product name/lot#: unknown). (B)(4). No adverse effect on the patient has been reported. Sales rep's comment: the physician routinely uses this product, so I think he used it correctly. 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact. Please see the description of event. 2 what was the target location for the stent? Common bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Boston scientific / endoselector. 5 was the wire guide lubricated prior to use? Yes. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Unknown. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11 if not with the device in question, how was the procedure finished? Please see the description of event. 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus / gif-q260j. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown. 6 was resistance encountered when advancing the wire guide to the target location? Unknown. 7 was resistance encountered when advancing the introduction system in place to the target location? Unknown. 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? No. 12 was resistance encountered when advancing the stent through the obstructed area? No. 13 after placement, was stent position verified? N/a. 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No. 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes. G.w. 25 did the patient require any additional procedures as a result of this event? No. 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 29 if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Device evaluation: the 1 x zebd-7-4 zimmon biliary stent set of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file captures the use of an incorrect size wire guide used with replacement device. This file is related to (B)(4)- stent kinked. User /use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: manufacturing records review could not be completed as the lot number is unknown. Prior to distribution all zebd-7-4 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. Instructions for use /or label review: it should be noted that in the japanese packaging insert (c-es0202m18): states: ¿choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product. It also says, "remove this product from the package and inspect with particular attention to bends, kinks and breaks". The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error can be attributed to the use of a smaller than required size wire guide with the replacement device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Summary of investigation: failure identified: user error: smaller than required size wire guide used with device. Confirmed quantity of (B)(4) device, reported used. A definitive root cause of user error can be attributed to the use of a smaller than required size wire guide with the replacement device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-jan-2024.